Event description:
Information was received indicating that following a heparin infusion via a smiths medical medfusion® 4000 wireless syringe infusion pump, there was a reported battery communication time out. The pump was plugged in at the time of incident and it was taken out of service before it died. There were no reported adverse effects.